Event description:
Customer called lfs in 2002 alleging that their one touch ii meter was giving inaccurate erratic readings. Customer had symptoms of "tired, thirsty, crampy leg muscle." Customer said that the meter was not giving accurate readings. The readings of 186, 166 was taken the day before (difference of 10%) and readings of 152 and 168 that morning (difference of 9%). Customer was concerned why they were way off. Customer felt that because of the inaccurate readings which may cause them to have sugar and blood in the urine. Customer was being treated for this infection. Unable to contact the customer to obtain more information. Attempted to call twice and left messages. Also sending letter.